Event description:
A customer reported that there was no warning about a hole in the bellows device. It was still generating a pulmonary wave; however, the wave was shallow. There is concern that mistreatment of patients could occur because of faulty pulmonary wave information generated during the CT simulation. The bellows device is used to track and record the patient's breathing and the data file is then correlated with the raw image data.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4). Initial MDR mailed on may 16, 2012.